Manufacturer narrative:
(B)(4). Field service engineer was unable to duplicate alleged malfunction, but was able to confirm alleged failure through the ventilator diagnostic logs.

Event description:
It was reported ventilator went into a ventilator inoperative condition while performing a clinical in-servicing for hospitals respiratory therapist staff.

Manufacturer narrative:
(B)(4).